Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Serial number is not reported in complaint. Per swi, (B)(6) complaint investigation, if serial number not available, then complaint history review (chr) is not required. Serial number is not reported in complaint. Per swi, (B)(6) complaint investigation, if serial number not available, then device history review (DHR) is not required. Upon investigation of the actual device used in this incident, it was determined that the medication quantity remained ¿0¿ and profiles were not updated. Customer was nonresponsive to attempts to follow up for more information. Case was closed.

Event description:
It was reported by the customer that bd pyxis¿ medbank tower nurses were unable to remove the medication as the quantity remained ¿0¿ and couldn't be updated. The nurses were unable to remove medications due to the system incorrectly showing quantities as ¿0.¿ for instance, at (B)(6) nursing center, metronidazole couldn¿t be dispensed because of this error. Additionally, patient profiles weren¿t updated with current medication lists, requiring manual entry by nurses. These syncing problems were reported across multiple locations, including indiana buildings, california gardens, and south shore in illinois. Medication dispensing systems had ongoing issues where nurses were unable to remove medications due to the system incorrectly showing quantities. There were no adverse events or injuries reported based on this incident.